Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under 80lbs of pressure, it did not move. The lock does have a slight up and down movement and will receive a preventive maintenance (pm). All worn components will be replaced with new parts, along with general maintenance and cleaning performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The lock does have a slight up and down movement and will receive a pm. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that a patient was positioned prone for "posterior cervical fusion c1-5" procedure in the mayfield composite series skull clamp (a3059). Before they could hook it up to the rest of the mayfield, the patient's head slipped out of one of the pins during positioning. As a result, the surgeon stopped and cancelled the case. They stated that the mayfield was in the locked position. No patient injury has been reported.